Manufacturer narrative:
Product analysis (B)(4): brief description of complaint: during the case, staff was cleaning the device utilizing the holder and reported the plastic coating detached from the device tip. Analysis conclusion: complaint confirmed: the heat shrink is completely removed from the electrode shaft, which is consistent with the user¿s report of an unintended detachment of the heat shrink during attempted device cleaning utilizing the device holder cleaning slot. Insufficient cleaning of the electrode during use can create tissue and coagulum buildup on the electrode, inside the heat shrink, and inside the suction opening which can cause diminished device performance. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the electrode, rather than to the patient; it is probable the heat shrink will degrade, and the electrode insulation coating can be compromised. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, staff were cleaning the plasmablade device utilizing the holder and reported the plastic coating detached from the device tip. Nothing fell into the patient and there was no patient injury.